Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 39" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed. The malfunction was resolved by reloading the correct compatible software version. Historically failures of this type are a result of the device's software being upgraded. We were unable to obtain information from the customer if a software upgrade had been performed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.